Event description:
Customer hospitalized due to high blood glucose. No troubleshooting performed on pump because customer had no sets. Customer states that in 2005 pump gave empty reservoir alarm. States that reservoir had over 100u left.